Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 00511005009, mg ii flat tibial articular surface size g, h, j, k 9 mm, lot # 54532700, catalog #: 00511006038, mg ii porous total knee system patella component 38 mm diameter, lot # 75133100, catalog #: 00511005501, mg ii porous total knee system pegged tibial plate size g, lot # 76622800, catalog #: 00110201300, lvc 60/30 single kit cement, lot # 71794257. (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06102, 06105, and 06106.

Event description:
It was reported that the patient had a knee arthroplasty performed approximately 19 years ago. Subsequently, the patient was revised due to metallosis, aseptic loosening, and wear of bearing, patella, and tibial component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. The pre-revision x-rays provided were reviewed by a health care professional who determined that there was tilting of the tibial plateau as well as lucent zones between the tibial plate and the bone. Two fractures are also present. Visual inspection of the pictures provided show signs of wear, such as scratches and abrasion, on the tibial component and articular surface. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Based on visual examination of the provided pictures and x-rays, wear is considered as the root cause of the issue. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implant date - 1998. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.